Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin 83 units, the cap of one tube popped off when removing from the butterfly needle resulting blood spray. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-feb-2026. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k954592. Investigation summary: bd received 5 samples and one photo for investigation. The photo displayed the indicated failure mode. Upon inspection of the returned samples, no issues were identified with the stopper. Functional tests were conducted on the five returned samples, and all tubes were within specification limits with no issues observed in the stopper function. Additionally, a total of 100 retained samples were visually inspected, and no visible defects were found. Functional tests were also performed on ten retained samples, and all tubes were within specification limits with no issues observed in the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, the cap of one tube popped off when removing from the butterfly needle resulting blood spray. No adverse impact was reported regarding the patient or user.